Manufacturer narrative:
H6: evaluation codes updated. Two unused products were returned for investigation. The reported complaint was confirmed. However, the expiry date is not required to be on the label. Expiry date which is generated from oracle system is recorded in the delivery note. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that with the device the expiry date was missing. There was no patient involvement and no harm reported.

Manufacturer narrative:
B3 - date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.